Event description:
On (B)(6) 2012, the reporter claimed the subject pump had a short battery life issue. During the call, the reporter indicated the patient had a blood glucose reading of 315 mg/dl with no symptoms but was treated with correction bolus via syringe. The patient was concern that there may be a pump delivery issue. The reporter was not able to troubleshoot the pump at the time. Animas has made several attempts to contact the patient for more information but was not successful. This complaint is being reported due to the alleged pump delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.